Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged pump delivery is inaccurate; often hypoglycemia. The cartridge was empty after being in use for 3 weeks. Labeling advises insulin remains stable in the cartridge for up to 6 days depending on the type of insulin; therefore the cartridge should not be used for more than 6 days. Customer reportedly went to the hospital where he received stationary treatment; exact treatment was not provided. Requested return of the alleged device for evaluation; product has been received.